Event description:
The facility reported a pump with failure code 812:02. This failure code occurred during bio-med testing. There was no pt injury or medical intervention according to the hosp representative.